Event description:
During a ptca treatment procedure, the quantum maverick balloon ruptured at 16 atms on the second inflation. The pressure reached on the first inflation is not known. The lesion being treated was a calified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used an 8f terumo introducer sheath for vascular access, an 8f mach1 vl3 guide catheter and a runthrough guide wire to cross the lesion. The quantum maverick balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.